Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 2 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and noticed that the main select button was white but looked like it was a pinkish-purple marble. Also, the customer a significant discrepancy between the sensor glucose and blood glucose values. The customer reported a blood glucose value of 34 mg/dl. The customer reported hypoglycemia was treated with the glucagon. The event involved products mmt-1884, mmt-243a, mmt-7040a, and mmt-332a. Troubleshooting was performed for difference between glucose values, customer reported blood glucose value of 143mg/dl and sensor glucose value of 90mg/dl at the time of event, and the difference between two glucose values was not within the target range. Troubleshooting was performed for low blood glucose event, and the customer has been using the insulin pump system within 48 hours of the reported low blood glucose event. The customer was used the auto mode feature at the time of the event. Troubleshooting was performed for cosmetic damage and customer reported that the damage (crack or scratch) on the pump was not related to the retainer ring. No further patient complications were reported. Mmt-1884 was requested, and customer response was the device will be returned. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions. No product return is required for mmt-243a, mmt-7040a, and mmt-332a.